Event description:
It was reported that the md inserted the sheath via the femoral artery. The intra-aortic balloon (iab) was prepped per instruction and would not zero properly. The pump, autocat 2 wave, repeatedly alarmed "fos weak". As a result, the md requested another iab and the insertion was a success. There were no reported patient complications.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: the intra-aortic balloon (iab) was returned with pump tubing attached. The guidewires were not returned. There was betadine & blood on exterior surfaces of iab. Catheter & central lumen were kinked approximately 14.7 cm above bifurcation cuff. A guidewire was fed through both ends of the central lumen & met resistance in kinked area. Cal key & slide connector were attached to fiberoptix sensor (fos) cable. Fos was examined under magnification & there was residue on exterior surfaces of sensor. Sensor was cleaned, light level tested & failed indicating a broken fos. Fos cable & fiber were examined & there were no signs of abnormalities. A DHR review was conducted on the iab & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. The fos failed with an indication of broken fiber. The area of break could not be located. A CAPA has been initiated to address this issue. Note: when fos is not available, iab is still able to be used since an arterial pressure (ap) signal is available through central lumen. A transducer can be connected to central lumen & ap & timing can be monitored. The effect of not having an ap fos signal, is enhanced wave inflation timing algorithm is not available.